Event description:
It was reported, that technical services (ts) received a call from the field representative, regarding a lead safety switch. Ts discussed noise on the right ventricular lead. Which was being oversensed, and resulted in pacing inhibition, due to repeated ventricular-atrial interval resets. The patient seemed to have intact conduction with virtually no ventricular pacing. Programming options were discussed. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).